Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of low blood glucose level of 29mg/dl. The customer was brand new to the pump and called to request assistance with setting it up. Troubleshooting did not find any pump related issues and customer was advised to monitor the pump and call back if necessary.